Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2 reference MFR report: 3008829311-2017-00105. It was reported stimulation was disabled on one of the patient's leads due to low impedance readings. Surgical intervention was undertaken on (B)(6) 2017 and the lead was found to not be properly inserted into the ipg header. The lead was removed and properly inserted into the ipg header and the issue was resolved.